Event description:
A surgical technician reports the surgeon removed the intraocular lens following insertion, a vitrectomy was performed and an anterior chamber lens was implanted. The patient is doing well. The reason why the initial intraocular lens was removed was not provided. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. Both haptics were bent in the gusset and distal area and the optic was pressed against a post of the lens case. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.